Event description:
Surveillance study. It was reported that 143 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The initial procedure treated the 90% restenotic lesion of the proximal rca (right coronary artery) measuring 3.5x14mm. Treatment consisted of predilation using a 2.5x20mm balloon at 14 atm and placement of a 3.5x16mm taxus express2 stent at 20 atms resulting in 0% residual stenosis. The pt was discharged four days post procedure. There were no problems at the one month study follow up. The patient's family reported that the pt expired approx. 143 days following the index procedure, though the exact date of death is not confirmed. The details of the death are not known as the hospital where the pt died is unknown. The investigator assessed this event as having an unknown relationship to the study stent.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The most probable root cause of this event is anticipated procedural complication.